Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine injury ("uterine lacerations"), genital injury ("fallopian tubes lacerations"), abdominal pain ("acute abdominal pain"), haemorrhage ("haemorrhages") and syncope ("fainting") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine injury (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), haemorrhage (seriousness criterion medically significant), syncope (seriousness criterion medically significant), groin pain ("inguinal pain"), back pain ("lumbar pain"), arthralgia ("joint pain (knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("loss of hair"), tooth loss ("dental problems (tooth loss)"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decrease of libido"), tachycardia ("tachycardia"), depression ("depression"), menstruation irregular ("irregularity of period (abundant or non-existent or of abnormal duration)"), vaginal discharge ("vaginal leakages"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("decreases of sight"), ear disorder ("ear disorders"), weight fluctuation ("abnormal weight changes (both increasing and decreasing)"), dizziness ("dizziness"), migraine ("severe migraines"), amnesia ("amnesias"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands"), joint swelling ("swelling of the ankles") and hyperhidrosis ("abnormal sweating") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the uterine injury, genital injury, abdominal pain, haemorrhage, syncope, groin pain, back pain, arthralgia, nausea, vomiting, alopecia, tooth loss, hypersensitivity, food intolerance, fatigue, insomnia, affective disorder, libido decreased, tachycardia, depression, menstruation irregular, vaginal discharge, cystitis, dermatitis, visual impairment, ear disorder, weight fluctuation, dizziness, migraine, amnesia, paraesthesia, peripheral swelling, joint swelling, uterine leiomyoma and hyperhidrosis outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amnesia, arthralgia, back pain, cystitis, depression, dermatitis, dizziness, ear disorder, fatigue, food intolerance, genital injury, groin pain, haemorrhage, hyperhidrosis, hypersensitivity, insomnia, joint swelling, libido decreased, menstruation irregular, migraine, nausea, paraesthesia, peripheral swelling, syncope, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting and weight fluctuation to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('acute abdominal pain'), uterine injury ('uterine lacerations'), genital injury ('fallopian tubes lacerations'), haemorrhage ('haemorrhages') and syncope ('fainting') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menopause (at 40 years old) in 2018, tonsillectomy (at 18 years old) in 1996, menarche (at 12 years old) in 1990, menstruation normal in 2016, parity 2 (2 caesarean sections at 37 weeks in 2001 and 2006), gravida ii, obesity and allergic asthma. Previously administered products included for an unreported indication: ventalin. Family history included diabetes, hypertension and ovarian tumor benign (aunt). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced cystitis ("chronic urinary tract infection with recurring gram-negative cystitis / chronic cystitis") with pyrexia, dysuria, abdominal pain lower and pollakiuria. In (B)(6) 2016, the patient experienced arthralgia ("joint pain (knees, hands, feet and arms, sternoclavicular, elbow)"), alopecia ("loss of hair / hair loss"), visual impairment ("decreases of sight"), extremity contracture ("left-hand contractures") and toothache ("root canals to upper and lower dental arches"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine injury (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), haemorrhage (seriousness criterion medically significant), syncope (seriousness criterion medically significant), groin pain ("inguinal pain"), back pain ("lumbar pain"), nausea ("nausea"), vomiting ("vomiting"), tooth loss ("dental problems (tooth loss)"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decrease of libido / loss of sexual desire"), tachycardia ("tachycardia"), depression ("depression"), menstruation irregular ("irregularity of period (abundant or non-existent or of abnormal duration)"), vaginal discharge ("vaginal leakages"), dermatitis ("dermatitis"), ear disorder ("ear disorders"), weight fluctuation ("abnormal weight changes (both increasing and decreasing)"), dizziness ("dizziness"), migraine ("severe migraines"), amnesia ("amnesias"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands"), joint swelling ("swelling of the ankles"), hyperhidrosis ("abnormal sweating"), blindness ("loss of vision"), epicondylitis ("epicondylitis"), genital haemorrhage ("abnormal bloody discharge"), salpingitis ("chronic inflammation of the fallopian tubes"), anxiety ("anxiety"), asthenia ("asthenia"), loss of consciousness ("loss of consciousness"), photosensitivity reaction ("hypersensitivity to sun"), dermatosis ("dermatopathies"), mouth ulceration ("buccal ulcers"), vulvovaginal burning sensation ("vaginal burning") and pyrexia ("fever") and was found to have uterine leiomyoma ("uterine fibroids") and weight increased ("weight gain"). The patient was treated with amoxicillin sodium;clavulanate potassium (augmentin), chondroitin sulfate sodium;hyaluronate sodium (ialuril), enoxaparin sodium (inhixa), ciprofloxacin monohydrochloride (ciproxin 500 mg) and surgery (hysterecotomy and viscerolysis, subtotal hysterectomy, bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, syncope, groin pain, arthralgia, nausea, vomiting, alopecia, hypersensitivity, food intolerance, fatigue, affective disorder, tachycardia, menstruation irregular, vaginal discharge, dermatitis, visual impairment, ear disorder, weight fluctuation, dizziness, migraine, amnesia, paraesthesia, peripheral swelling, joint swelling, uterine leiomyoma, hyperhidrosis, extremity contracture, blindness, epicondylitis, genital haemorrhage and toothache had resolved, the uterine injury, genital injury, haemorrhage, back pain, tooth loss, salpingitis, asthenia, loss of consciousness, photosensitivity reaction, dermatosis, mouth ulceration, vulvovaginal burning sensation, weight increased and pyrexia outcome was unknown, the insomnia, depression, cystitis and anxiety had not resolved and the libido decreased was resolving. The reporter considered abdominal pain, affective disorder, alopecia, amnesia, anxiety, arthralgia, asthenia, back pain, blindness, cystitis, depression, dermatitis, dermatosis, dizziness, ear disorder, epicondylitis, extremity contracture, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, haemorrhage, hyperhidrosis, hypersensitivity, insomnia, joint swelling, libido decreased, loss of consciousness, menstruation irregular, migraine, mouth ulceration, nausea, paraesthesia, peripheral swelling, photosensitivity reaction, pyrexia, salpingitis, syncope, tachycardia, tooth loss, toothache, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting, vulvovaginal burning sensation, weight fluctuation and weight increased to be related to essure. The reporter commented: she took oestroprogestins, suspended for the pregnancies, from 21 to 37 years old, intolerance to common contraceptive methods. The painful dysfunction of the left hand and right elbow she underwent sessions of extracorporeal shockwave therapy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Culture urine - on (B)(6) 2016: culture positive for escherichia coli (e. Coli) - 1 million. Cystogram - on (B)(6) 2018: outcome of tubal ligation. Bladder distends symmetrically. Viscera walls are linear and intact. Urination phase not obtained. Complete urinary voiding. No passive reflux documented. Gynaecological examination - on (B)(6) 2020: multiparous external genitals normal, skin of genitals unaffected by inflammatory condition. Cervix regular and well suspended. Uterine appendage sites free, currently no discharge, abdomen non-tender. Pathology test - on (B)(6) 2019: uterine body received in two fragments of a total of 7×6×3 with uterine tubes attached, of 7 cm and 6 cm in length respectively with lumens containing ¿essure¿ type endoluminal prostheses. On cutting the uterine body, the endometrium appears brownish and smooth. A1-a3 = endometrium b1-b4 = larger tube c1-c3 = smaller tube. Diagnosis - adenomyosis. Secretory endometrium. Sections of fallopian tubes with mild chronic inflammatory infiltrate. Ultrasound scan - on (B)(6) 2017: musculoskeletal ultrasound tendinous non-homogeneity of rotator cuff tendons.no tendon blocking. Reduced acromiohumeral interval corresponding to the non-homogeneity. No signs of effusion of bursa or joint effusion. Minute calcifications affecting the subscapularis and supraspinatus. Long head of the biceps intact and normally positioned.; on (B)(6) 2018: musculoskeletal ultrasound no sign of bursitis affecting the olecranon bursa. Calcific enthesopathy at the tendon insertion point corresponding to the lateral and medial epicondyle.very thin layer of peritendon effusion affecting the tendon of the finger extensor muscles. No focal lesions or blockages.. Ultrasound scan vagina - on (B)(6) 2020: cervical stump normal, right ovary 23 × 11 mm, normal, left ovary 27 × 22 mm, normal, no pelvic effusion. Ultrasound urinary system - on (B)(6) 2017: kidneys normally positioned, of size and morphology within limits of normal with corticomedullary ratio preserved. No dilation of pyelocalceal cavities bilaterally or images indicative of calculi, which can be documented by ultrasound. Bladder well distended, unaffected by fungating lesions or endoluminal calculi. Ureteral jet in bladder normal bilaterally, investigated by colour doppler ultrasound. Uterus within dimensional and morphological limits for age. No solid or liquid masses in appendages bilaterally. No free abdominal or pelvic fluid. Urodynamics measurement - on (B)(6) 2018: trace and parameters of flow compatible with moderate grade obstruction. Urological examination - on (B)(6) 2017: brings culture exams from last year: negative. Reports reduced urine flow physical examination: vulvar hyperaemia; external urethral meatus normal; bladder normally positioned; on (B)(6) 2018: new episodes of e. Coli urinary tract infection treated with targeted antibiotic therapy. Ultrasound: no significant findings affecting urinary system. Uroflowmetry: female subject: significant obstruction. Most recent follow-up information incorporated above includes: on 20-nov-2020: primary reporter first and last name were inverted, they were exchanged, new reporters were added, initials patient information were exchanged from cr to rc. The following information were added: primary reporter demographic; lab data; on products: ciproxin, ialuril, augmentin, date of implanted, date explanted; on events: left-hand contractures, epicondylitis, loss of vision, abnormal bloody discharge, chronic inflammation of the fallopian tubes, asthenia, loss of consciousness, hypersensitivity to sun, dermatopathies, buccal ulcers, depression, weight gain, vaginal burning, fever, root canals to upper and lower dental arches, sternoclavicular pain added to event joint pain (knees, hands, feet and arms); outcome recovered/resolved on events decreases of sight, dental problems (tooth loss), loss of hair / hair loss, acute abdominal pain, fainting, inguinal pain, joint pain (knees, hands, feet and arms, sternoclavicular), nausea, vomiting, allergic depression, reactions, food intolerances, fatigue feeling, tachycardia, irregularity of period (abundant or non-existent or of abnormal duration), vaginal leakages, , dermatitis, ear disorders, abnormal weight changes (both increasing and decreasing),dizziness, severe migraines, amnesias, tingling of limbs, swelling of the hands, swelling of the ankles, uterine fibroids, abnormal sweating, loss of vision, epicondylitis, abnormal bloody discharge; recovering/resolving on events :decrease of libido / loss of sexual desire; not recovered not resolved on events depression, chronic urinary tract infection with recurring gram-negative cystitis /chronic cystitis, anxiety, insomnia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('acute abdominal pain'), uterine injury ('uterine lacerations'), genital injury ('fallopian tubes lacerations'), haemorrhage ('haemorrhages') and syncope ('fainting') in an adult female patient who had essure (batch no. A78089) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included menopause (at 40 years old) in 2018, tonsillectomy (at 18 years old) in 1996, menarche (at 12 years old) in 1990, menstruation normal in 2016, parity 2 (2 caesarean sections at 37 weeks in 2001 and 2006), gravida ii, obesity and allergic asthma. Previously administered products included for an unreported indication: ventalin. Family history included diabetes, hypertension and ovarian tumor benign (aunt). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced cystitis bacterial ("chronic urinary tract infection with recurring gram-negative cystitis / chronic cystitis") with pyrexia, dysuria, abdominal pain lower and pollakiuria. In (B)(6) 2016, the patient experienced arthralgia ("joint pain (knees, hands, feet and arms, sternoclavicular, elbow)"), alopecia ("loss of hair / hair loss"), visual impairment ("decreases of sight"), extremity contracture ("left-hand contractures") and toothache ("root canals to upper and lower dental arches"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine injury (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), haemorrhage (seriousness criterion medically significant), syncope (seriousness criterion medically significant), groin pain ("inguinal pain"), back pain ("lumbar pain"), nausea ("nausea"), vomiting ("vomiting"), tooth loss ("dental problems (tooth loss)"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), fatigue ("fatigue feeling"), insomnia ("insomnia"), affective disorder ("mood disorders"), loss of libido ("decrease of libido / loss of sexual desire"), tachycardia ("tachycardia"), depression ("depression"), menstruation irregular ("irregularity of period (abundant or non-existent or of abnormal duration)"), vaginal discharge ("vaginal leakages"), dermatitis ("dermatitis"), ear disorder ("ear disorders"), weight fluctuation ("abnormal weight changes (both increasing and decreasing)"), dizziness ("dizziness"), migraine ("severe migraines"), amnesia ("amnesias"), paraesthesia ("tingling of limbs"), peripheral swelling ("swelling of the hands"), joint swelling ("swelling of the ankles"), hyperhidrosis ("abnormal sweating"), blindness ("loss of vision"), epicondylitis ("epicondylitis"), genital haemorrhage ("abnormal bloody discharge"), salpingitis ("chronic inflammation of the fallopian tubes"), anxiety ("anxiety"), asthenia ("asthenia"), loss of consciousness ("loss of consciousness"), photosensitivity reaction ("hypersensitivity to sun"), skin disorder ("dermatopathies"), mouth ulceration ("buccal ulcers"), vulvovaginal burning sensation ("vaginal burning") and pyrexia ("fever") and was found to have uterine leiomyoma ("uterine fibroids") and weight increased ("weight gain"). The patient was treated with amoxicillin sodium;clavulanate potassium (augmentin), chondroitin sulfate sodium;hyaluronate sodium (ialuril), enoxaparin sodium (inhixa), ciprofloxacin monohydrochloride (ciproxin 500 mg) and surgery (hysterecotomy and viscerolysis, subtotal hysterectomy, bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, syncope, groin pain, arthralgia, nausea, vomiting, alopecia, hypersensitivity, food intolerance, fatigue, affective disorder, tachycardia, menstruation irregular, vaginal discharge, dermatitis, visual impairment, ear disorder, weight fluctuation, dizziness, migraine, amnesia, paraesthesia, peripheral swelling, joint swelling, uterine leiomyoma, hyperhidrosis, extremity contracture, blindness, epicondylitis, genital haemorrhage and toothache had resolved, the uterine injury, genital injury, haemorrhage, back pain, tooth loss, salpingitis, asthenia, loss of consciousness, photosensitivity reaction, skin disorder, mouth ulceration, vulvovaginal burning sensation, weight increased and pyrexia outcome was unknown, the insomnia, depression, cystitis bacterial and anxiety had not resolved and the loss of libido was resolving. The reporter considered abdominal pain, affective disorder, alopecia, amnesia, anxiety, arthralgia, asthenia, back pain, blindness, cystitis bacterial, depression, dermatitis, dizziness, ear disorder, epicondylitis, extremity contracture, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, haemorrhage, hyperhidrosis, hypersensitivity, insomnia, joint swelling, loss of consciousness, loss of libido, menstruation irregular, migraine, mouth ulceration, nausea, paraesthesia, peripheral swelling, photosensitivity reaction, pyrexia, salpingitis, skin disorder, syncope, tachycardia, tooth loss, toothache, uterine injury, uterine leiomyoma, vaginal discharge, visual impairment, vomiting, vulvovaginal burning sensation, weight fluctuation and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she took oestroprogestins, suspended for the pregnancies, from 21 to 37 years old, intolerance to common contraceptive methods. The painful dysfunction of the left hand and right elbow she underwent sessions of extracorporeal shockwave therapy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Culture urine - on (B)(6) 2016: culture positive for escherichia coli (e. Coli) - 1 million. Cystogram - on (B)(6) 2018: outcome of tubal ligation. Bladder distends symmetrically. Viscera walls are linear and intact. Urination phase not obtained. Complete urinary voiding. No passive reflux documented. Gynaecological examination - on (B)(6) 2020: multiparous external genitals normal, skin of genitals unaffected by inflammatory condition. Cervix regular and well suspended. Uterine appendage sites free, currently no discharge, abdomen non-tender. Pathology test - on (B)(6) 2019: uterine body received in two fragments of a total of 7×6×3 with uterine tubes attached, of 7 cm and 6 cm in length respectively with lumens containing ¿essure¿ type endoluminal prostheses. On cutting the uterine body, the endometrium appears brownish and smooth. A1-a3 = endometrium. B1-b4 = larger tube. C1-c3 = smaller tube. Diagnosis - adenomyosis. Secretory endometrium. Sections of fallopian tubes with mild chronic inflammatory infiltrate. Ultrasound scan - on (B)(6) 2017: musculoskeletal ultrasound tendinous non-homogeneity of rotator cuff tendons. No tendon blocking. Reduced acromiohumeral interval corresponding to the non-homogeneity. No signs of effusion of bursa or joint effusion. Minute calcifications affecting the subscapularis and supraspinatus. Long head of the biceps intact and normally positioned.; on (B)(6) 2018: musculoskeletal ultrasound no sign of bursitis affecting the olecranon bursa. Calcific enthesopathy at the tendon insertion point corresponding to the lateral and medial epicondyle. Very thin layer of peritendon effusion affecting the tendon of the finger extensor muscles. No focal lesions or blockages.. Ultrasound scan vagina - on (B)(6) 2020: cervical stump normal, right ovary 23 × 11 mm, normal, left ovary 27 × 22 mm, normal, no pelvic effusion. Ultrasound urinary system - on (B)(6) 2017: kidneys normally positioned, of size and morphology within limits of normal with corticomedullary ratio preserved. No dilation of pyelocalceal cavities bilaterally or images indicative of calculi, which can be documented by ultrasound. Bladder well distended, unaffected by fungating lesions or endoluminal calculi. Ureteral jet in bladder normal bilaterally, investigated by colour doppler ultrasound. Uterus within dimensional and morphological limits for age. No solid or liquid masses in appendages bilaterally. No free abdominal or pelvic fluid. Urodynamics measurement - on (B)(6) 2018: trace and parameters of flow compatible with moderate grade obstruction. Urological examination - on (B)(6) 2017: brings culture exams from last year: negative. Reports reduced urine flow physical examination: vulvar hyperaemia; external urethral meatus normal; bladder normally positioned; on (B)(6) 2018: new episodes of e. Coli urinary tract infection treated with targeted antibiotic therapy. Ultrasound: no significant findings affecting urinary system. Uroflowmetry: female subject: significant obstruction. Batch no a78089, lot number: a78089, manufacturing date: 2012/12, expiration date:2015-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.